Event description:
The customer reported having high blood glucose. The customer stated that the insulin pump did not alarm no delivery. Troubleshooting was performed. Ran a fixed prime and the insulin exited. Performed a high pressure test and the device did alarm within specification. During the call, the customer stated that his blood glucose was high the day before and went to the hospital. The blood glucose reading was 632mg/dl. The settings on the insulin pump were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.